Event description:
The customer observed falsely elevated total bilirubin results on c16000 processing module for one patient. The result provided were: (B)(6) initial total bilirubin=15.7 mg/dl/ repeated=1.6 mg/dl. Normal laboratory reference range for total bili=0.2 to 1.4 mg/dl there was no reported impact to patient management.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and determined leaking from the bellows set. The fsr replaced the bellow set, incl rod and fitting part (list # 2-89055-02) which resolved the issue. A review of instrument service history on serial number (B)(6), revealed no further occurrences of discrepant results after the part replaced nor did it identify any service or complaint issues that may have contributed to this issue. A review of historical data for the architect c16000 did not identify any trends. A review of historical data for the bellow set, incl rod and fitting did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the likely cause part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the bellow set and architect c16000 processing module, serial number (B)(6) was identified.

Manufacturer narrative:
Patient identifier = sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated total bilirubin results on c16000 processing module for one patient. The result provided were: on (B)(6) 2020 sid (B)(6) initial total bilirubin=15.7 mg/dl/ repeated=1.6 mg/dl. Laboratory reference range for total bili=0.2 to 1.4 mg/dl. There was no reported impact to patient management.